Event description:
The customer reported the tip of the elevator broke during a procedure. No adverse effects were reported as a result of this event.

Manufacturer narrative:
The lot number is unknown, however the instrument was manufactured between january and june of 1999. The package insert for this product states "the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip. If excessive pressure is applied to the tip of the instrument, it will bend, rendering it useless. This elevator is not intended for use when removing a tooth that is not loose in the socket." Upon evaluation the tip of the instrument was found to be chipped and the fragmented piece was not returned. There were no indications of manufacturing defects. The most likely underlying cause of the complaint issue is excessive force applied by the user. There are no adverse effects reported as a result of this event, however the device malfunction is subject to the two year rule.